Event description:
A surgeon reported a patient with elevated intraocular pressures one day following eye surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested by phone and mail on 11/22/2011, 12/01/2011 and 12/02/2011. A completed questionnaire has not been received. (B)(4).